Event description:
It was reported that the patient went to the emergency room (ER). The pod was worn between 24 and 36 hours on unknown location. No further details are available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.